Manufacturer narrative:
(B)(4). Batch # t92f0f. Additional information received: mw # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. We received your user facility medwatch and had a question regarding whether you were reporting this as a product problem to the u.s. FDA or if you were reporting this as an adverse event to the u.s. FDA. On your user facility medwatch you selected both (adverse event) product problem and outcomes to adverse event) other serious (important medical events). Please describe the other serious (important medical event) that occurred. Was there any change to the surgical procedure as a result of the product problem that occurred? Was there any change to the post-op care of the patient as a result of the product problem that occurred? Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 7 clips were found inside clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot number (t92c84), and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number (t92f0f), and no non-conformances were identified. (B)(4).

Event description:
It was reported that during a lap right inguinal hernia repair, attempted to control bleeding using a 5ml clip applier. Device malfunctioned. Requiring additional time to control bleeding. Clips ejected to the side, rather than straight from the end of the device. It is unknown how the case was completed. There were unknown patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information received: this was reported as a voluntary device malfunction. Was there any change to the surgical procedure as a result of the product problem that occurred? No, just took longer to control the bleeding. Was there any change to the post-op care of the patient as a result of the product problem that occurred? No permanent harm to patient occurred.